Event description:
It was reported that at a follow up appointment, a high, out of range (>2000 ohms) pacing impedance measurement was noted from a competitor's right ventricular (rv) lead. Because there were no consequences as a result of the high impedance, the physician elected to continue with remote follow ups. The patient was stable with no adverse consequences and the system remains implanted and in service.